Event description:
It was reported that during a procedure, the customer could feel excessive heat through a pair of gloves after the first two to three minutes of use. After 10 minutes the handpiece heated to the point that they were afraid it would ignite the drapes. At that point, the handpiece was removed from the field. There was no injury reported as a result of this event.

Manufacturer narrative:
Age at time of event: (B)(6). The customer submitted a medwatch form on january 29, 2015. The report indicated that the product event occurred during a tympan omastoidectomy. Report # (B)(4) the medwatch report was received by medtronic on february 26, 2015. (B)(4)

Event description:
The customer submitted a medwatch form on january 29, 2015. The report indicated that the product event occurred during a tympanomastoidectomy. Report # (B)(4) the medwatch report was received by medtronic on february 26, 2015.

Manufacturer narrative:
(B)(4). The product analysis indicates that the one minute temperature test was performed and the following temperatures were recorded: 177 degrees f at the nose, 166 degrees f at the middle, and 97 degrees f at the rear. The nose cone assembly was loose and the nose bearings were corroded, which caused the handpiece to heat up. The nose cone motor/cable and bearings were replaced. The device was cleaned, tested, and passed all manufacturing specifications. This device is used for therapeutic purposes.